Manufacturer narrative:
A kangaroo omni enteral feeding pump with serial number (B)(6) was received for evaluation. The device was subjected to a visual inspection and appeared to be normal with no damage or missing parts detected. The device was powered on, and the history function was engaged. The history feature records and stores in memory 30 days of delivery volumes. The history feature allows review in 1-hour increments for the last 72 hours and review of 30 days of history in 1-day increments. Review of this device indicated no history recorded until day 9 which indicated 367ml fed and 150ml flushed. On day 10 the history stated 462ml fed and 150ml flushed. The history feature indicates no other delivery between days 11 ¿ 30. This would indicate that on jan 14th the device was operated and a total of 367ml of feed and 150ml of flush were delivered. On jan 13th an additional 95ml of feed and zero flush were delivered. The history feature did not show any additional delivery for the remaining 20 days of history. To further understand deliver volumes and corelate them to specific times, the pump also records and retains status records for the previous 30 days with specific greenwich time recorded. Review of the status records indicates that between 11:18 am on jan 13th to 11:18 am on jan 14th 367ml of feed and 150 ml of flush were delivered. Then between 11:18am on jan 12th to 11:18am on jan 13th 95ml of feed were delivered and zero flush volume. These deliveries were the only recorded volume delivered for the previous 30 days. Additionally, upon power on, it was noted that the device was set to intermittent mode operation. All feed/flush settings had been erased from the device. Generally, this can happen if the unit is powered on, and the ¿clear settings¿ option is chosen or if the type of feeding set installed is different from the previous set type. For accuracy testing, the pump was programmed to simulate use with both standard and thick formula set types. As there was no indication of the feeding set or feed rate and volume used by the customer, operation with these set types was completed using both low feed rate with a low feed volume and high feed rate w higher feed volume. Based on all available information, accuracy testing showed that intermittent mode was functioning properly as it fed and stopped at the correct times based on the feed that was programmed. None of the accuracy data supported a claim of massive over infusion. The device passed all testing and was determined to be functioning as expected; therefore, we are unable to confirm the reported event. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had a patient using the omni pump at home whose family reported that the pump malfunctioned and over delivered formula. When the pump was turned over to the dietitian, she attempted to review the settings but couldn't find how it was programmed. She tried reviewing the history and couldn't find anything in the history either. The family did report unplugging the pump. The patient has died and was in hospice at the time of the event. The customer was unable to provide us with the cause of death or any additional information regarding this event.